Event description:
Customer was admitted as an inpatient to a hosp for high bg/dka. Customer administered injection but was having difficulty breathing and vision was blurred. Paramedics were called. Customer believes that the pump is not working. Md confirmed dka.